Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event. On the same day, the patient began treatment with injections of fortum (1 gram, frequency and route not reported), injections of reflin (1 gram, frequency and route not reported), injections of vancomycin (1 gram, once every 5 days, route not reported) and heparin (1 milliliter [5000 units], frequency and route not reported) for peritonitis. The patient was recovering from the peritonitis at the time of the report. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3.